Event description:
It was reported that the left ventricular (lv) lead dislodged three times during an implant attempt in a large middle vein, once upon slitting. It was further reported that the catheter was cut in a spiral during the slitting process. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).